Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted a particulate matter inside the drain line tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to pin buildup during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) in the tubing of the amia automated pd cycler set. The pm was further described as "a bug or a foreign object in the tubing or some type of a dark colored amber". This issue was identified before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.